Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). At first the pump was "working great" then the pump was not working and they put clonidine in it. At surgery, they said the pump was working great, but the patient was still sick and not doing well. New medication, 10 mg/ml morphine at 0.5 mg/day, was put in the pump. The patient was back in the office a week later, so a single bolus of 0.05 mg for 2 minutes was programmed at 9:03, however the patient did not notice anything. They were going to try another bolus, however it showed the bolus was still going. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient had surgery on the date of this report to replace his catheter. During the surgery the doctor was easily able to withdraw five milliliters (mls) of cerebrospinal fluid (csf) from the catheter. This indicated that the catheter was functioning well. Due to this, the catheter nor the pump was replaced. The managing physician was contacted and provided this information. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) indicated that the cause of the pump being shut off several times was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receiving from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 0.065 mg/day via an implanted pump for an unknown indication. It was unknown when the event/difficulty occurred, but the reporter would follow-up for more information. The rep was notified on the date of this report of a catheter revision case happening (B)(6) 2018 and would have more data then. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The account indicated a catheter dye study was done and they were unable to withdraw cerebrospinal fluid (csf). A catheter issue was suspected, and a revision was scheduled. Interventions/actions included a dye study. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and unknown and would not be made available due to legal/confidential reasons. No further complications were reported/anticipated or expected.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had exploratory surgery and nothing was found to be of issue so no revision to the pump or catheter was done. They removed the clonidine from the pump and the patient was just getting morphine. The patient was still no better as it related to efficacy and continued to have intermittent withdrawal. The patient was still not getting better. The clonidine was removed and the physician assistant (pa) thought because the clonidine was removed he was experiencing withdrawal symptoms. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. They were wondering what to do. It was noted there was no volume discrepancies at refills and no pump alarm in the logs. It was asked if they had done a catheter access port (cap) dye study and they had not, but they had injected dye into the pump and delivered this under low flow. It was reported there was no flow with this test, but it was infusing at minimum rate mode. The rep was unsure if the surgeon that did the exploratory surgery used dye, but did state he got good csf flow back. The patient had continued to take oral opiates and they were questioning whether that was playing into the patient¿s lack of efficacy issues. It was further reported the patient was on 4 norcos/day, which he should not be; they found that out 2018-july-24. This was in association to the pump he was getting medication delivered from. They were going to send the patient to a detox facility as he was unable to wean himself off of those medications. As of july 24, the patient's symptoms had not been resolved, and they would follow up as soon as the patient concludes at the detox facility. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ further surgical intervention was not planned. No further complications were reported/anticipated or expected.

Manufacturer narrative:
H6. Device code: c63299 was updated to c63075. Patient code c50526 is also applicable to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the return paperwork and the pump and catheter were received for analysis. It was noted the patient was receiving intrathecal compounded baclofen. The pump was explanted on (B)(6) 2019 and the reason for removal was noted as ¿prophylactic removal of the pump to avoid in-vivo battery depletion¿ and the device was ¿no longer effective in the patient¿s treatment¿. There was no patient injury and the patient recovered without sequela. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jan-17. It was reported that the hcp called the representative to permanently shut off the pump. Per the patient, the pump was shut off several times in the past and then turned back on, causing him to have withdrawals and then overdose symptoms. The telemetry strip did not indicate any pump stalls however it did indicate that the pump was in stopped pump mode for 75 hours and 15 minutes during log examination on (B)(6) 2019. According to the logs, the restart command was not executed after the refill programming steps on (B)(6) 2019, and the stopped pump period may exceed tube set message occurred on (B)(6) 2019. It was further clarified that the patient went to the hcp on (B)(6) 2019 to have the pump turned off because the patient was having the pump removed on (B)(6) 2019 and on (B)(6) 2019, the pump started alarming. It was specified that the alarm was the critical alarm. It was confirmed the pump was permanently stopped on (B)(6) 2019. It was noted that the pump removal was because it was not functioning since the "last week of (B)(6)."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative (rep) indicated the cause of not being able to draw back was unknown. When the patient was in the operating room (or) on (B)(6) 2018 the surgeon was able to draw back without difficulty 5 cc of cerebrospinal fluid (csf). The neurosurgeon concluded there was no catheter issue and did not intervene further. No revision or replacement was done. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all testing in the lab. Evaluation of implantable catheter serial number (B)(4) revealed a kink in the body of the catheter. However, the catheter was found to be patent during patency testing in the lab. The evaluation codes have been updated for this event. Code-result and code-conclusion only apply to the pump. Code-result and code-conclusion are only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.